Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the ring had physical damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).